Manufacturer narrative:
The affected device has been received. And the investigation is pending. A follow up report will be submitted, once the failure investigation has been completed.

Event description:
It was reported, that the device received an alarm error code message. The error code displayed was 5.13.1504. There was no patient involvement.

Event description:
It was reported that the device received an alarm - error code message. The error code displayed was 5.13.1504. There was no patient involvement.

Manufacturer narrative:
This device was evaluated and repaired through the service repair process. Upon visual inspection the service technician noted : no serial number re-flashed unit's serial number calibrated. The failure code other was used to track the alaris pump software version as received from the customer and the software version when device was sent back to the customer. It does not reflect a device failure or represent any risk to the patient a review of the device history record showed the device had a manufacture date of 20feb2019. The review was performed from the date of manufacture to the date of product release for distribution. A review of the device history record in sap for sn (B)(6) was performed which confirmed that this device was involved in a production failure (q6 200285023) for split nut closed failure which does not correlate to the customer reported issue. Based on the findings, service determined that the proximate cause of the reported issue was due to no serial number, re-flashed unit's serial number. A review of the complaint history record in trackwise and sap was performed for sn (B)(6) , which did not confirm similar complaints with the same or related failure mode for this customer. There were no existing CAPA¿s listed for any of the parts listed in this file for repair.

Manufacturer narrative:
The affected device has been received and an evaluation is pending. A follow up report will be submitted once the evaluation is completed.

Event description:
It was reported that the device received an alarm - error code message. The error code displayed was 5.13.1504. There was no patient involvement.